Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 55 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not received. The visual inspection showed a deformed conductor coil 9.5 cm proximal to the lead tip. The deformation probably resulted from the surgery due to mechanical stress. Due to the fragmented state of the lead further mechanical and electrical inspections to the determine the root cause of the clinical observations were not feasible. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead got stuck in the tricuspid valve during the implantation and the procedure had to be prolonged considerably in order to retrieve the lead from the heart. Should additional information be received, this file will be updated.